Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device gave two different error messages during testing. It would not read the reload, and then removed all components. It also would not read the adapter and showed blue on the status indication. Adapter light was flashing. Thus, stapler was unable to fire and surgeon was unable to press the green button and squeeze the handle. They removed tray from the circulation and used another tray. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The chip was uploaded and indicated 20 autoclave cycles for the adapter. Visual and functional evaluation noted that the lock out slider block was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Damage to the lockout slider block is consistent with a user attempting to fire a single used loading unit (sulu) when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the unload button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on review of the file ,this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device gave two different error messages during testing. It would not read the reload, and then removed all components. It also would not read the adapter and showed blue on the status indication. Adapter light was flashing. Thus, stapler was unable to fire and surgeon was unable to press the green button and squeeze the handle. They removed tray from the circulation and used another tray. There was no patient involvement.